Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the nurse at the hospital that the customer has been having blood glucose levels over 400 mg/dl. The customer is trying to troubleshoot the insulin pump. The customer does not have her bolus wizard set up and has been instructed by her physician to give herself three units of insulin before each meal. The customer's current blood glucose is 449 mg/dl. The customer has not treated and has not contacted their physician. The customer was admitted into the hospital as a result of high blood glucose on (B)(6) 2017 with a blood glucose of over 800 mg/dl. The customer reported feeling bad and a headache. The customer started having high blood glucose on (B)(6) 2017. The infusion set was last changed on (B)(6) 2017. Troubleshooting was performed and it was determined the insulin pump was working as designed. The customer mentioned that the cannula was bent on the infusion set.